Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to capture and failed to sense. The lead was not used, and the physician elected to downgrade to a single chamber pacemaker. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.